Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 500:320:654:000 was confirmed during product evaluation. This condition was caused by a defective front bezel. The front bezel was replaced to correct this condition. Review of the event history determined that the reported condition occurred on (B)(4)-2011 not on the reported occurrence date of (B)(4)-2011. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported condition was determined to be a defective main keypad. The main keypad is part of the front bezel and was replaced along with the front bezel to correct this condition. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. Additional investigation is being conducted through corrective and preventative action (CAPA) (B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 500:320:654:0000, which occurred during bio-medical testing and was "picked up from the sterile processing" department. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.